Event description:
Elegance study: it was reported that a dissection occurred. The subject underwent treatment with the ranger drug-coated balloon and eluvia drug-eluting stent on 25-apr-2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid sfa extending up to right distal sfa. The proximal and distal reference vessel diameter was 6.0 mm and lesion length of 250 mm, where the lesion was 90% stenosis and was classified as tasc iic lesion. Pre-dilatation of target lesion was performed with 5 mm x 200 mm saber balloon. Treatment of target lesion was performed by dilatation using study device, 6 mm x 200 mm ranger drug-coated balloon followed by placement of study stent, 6 mm x 40 mm, eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. On 25-apr-2022, during the treatment of target lesion with the ranger drug-coated balloon a dissection of grade c occurred. On the same day, in response to the dissection noted, an eluvia stent was placed. Post treatment final stenosis was noted to be 10% and resolved.